Event description:
It was reported that, during the use of this lighttrail laser reusable fiber in a flexible ureteroscopy procedure, it stopped working. This was the first use of the fiber. Additionally, the laser stopped fragmenting and pulverizing. The fiber was extracted and the procedure was completed with another fiber of the same type. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber not working as analysis identified there was no light present from the sma connector, indicating there was a fiber fracture within the fiber connector. When connected to the laser console, a message was received stating the fiber had been used three times. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup, use, or reprocessing. Based on analysis results, the investigation conclusion code assigned is cause traced to component failure indicating there was an expected or random component failure without any design or manufacturing issue.